Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding unexplained power on event on the incident date . The global receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for battery and interior inspection and passed. The reported event that the receiver ceased to function was confirmed during log review. The root cause could not be determined.